Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Technical services (ts) discussed with physician the option of delivering commanded max energy shock, with possible fault code due to very high shock impedances. This rv lead remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.